Manufacturer narrative:
Event date: date is unknown - indicated date article was first submitted. Per the instructions for use, malposition and worsening paravalvular leak (pvl) are known potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the pvl was likely due to the malposition of the valve (too ventricular) and under expansion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: bruschi, giuseppe md, soriano, francesco md, musca, francesco md, nava, stefano md, einaudi, arturo md, garascia, andrea md; belli, oriana md, barosi, alberto md, fratto, pasquale md, colombo, paola md, phd; f. Russo, claudio md; p. Gagliardone, maria md; klugmann, silvio md. ¿corevalve evolut r implantation as valve-in-valve in an edwards sapien 3 to treat paravalvular regurgitation.¿ eurointervention (sep 2015) 11:e1

Event description:
As reported by the european edwards affiliate and documented in a journal article received, one year post implantation of a 23mm sapien 3 valve the patient was admitted for pulmonary edema. Echo showed low placement of the sapien 3 and 3/4+ aortic regurgitation. Computed tomography (msct) was performed which confirmed low placement and under-expansion of the sapien 3. A viv procedure was done with the implantation of a 26 mm corevalve. Angiography showed significant paravalvular regurgitation, a mean aortic gradient of 25 mmhg and an aortic regurgitation index of 22. Post-dilatation was performed. Final aortography showed trivial paravalvular regurgitation.